Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient's implantable cardiac monitor (icm) exhibited undersensing episodes. No intervention was performed, and the patient's condition was unknown.